Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the duty cycle was increased, the patient's seizures returned to pre vns levels until the device was checked again. When the device was checked again high lead impedance was seen upon interrogation. When the duty cycle was reduced to the settings prior, the impedance returned to normal limits and the patient's seizures were seen to have improved. At a later date, the generator was reportedly explanted due to battery depletion and impedances were within normal limits on the new device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.